Event description:
Reportedly, during pt use, there was a "switched to backup battery" alarm when the ventilator was on ac power. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.